Event description:
It was reported that during an indirect decompression spacer implant procedure, the spindle cap was stripped during deployment of the device. The implant was removed from the patient and the procedure was completed successfully with a smaller sized implant. There were no patient complications. The damaged implant will not be returned as it was disposed by the medical facility.